Manufacturer narrative:
Since no samples were received, a picture was provided by the customer with the leak failure mode in the 9100-298 model. A potential causes in a component lever, could be related to the valve tc10008293 due to a possible damage in valve or possible flow line that could be found in the valve during molding process, the flow line is considered as a potential cause due to the material can have this issue in the primary seal of the valve, this issue is generated by the silicon in a molecular union, the tijuana molding team tests the valves under the atp ¿metodo de medicion para valvulas¿ v04 dir 10000264146 during manufacturing process to detect any possible flow line or damage. Since no samples were received, a revision of the process was conducted and potential causes were identified to be related to the failure mode, having as conclusion that the root cause could not be determined, however, the potential causes were identified to be monitored by the manufacturing and molding team to avoid the leak failure mode. No immediate actions were required since the root cause could not be determined due to no sample was received, however, a revision of the potential causes was conducted. A review of the device history record was performed. Bd product model: 9100-298 reported lot number: 19088551 and 19088693 * no qn¿s during manufacturing process. H3 other text : see h10.

Event description:
It was reported that nac plus cylindrical vlv OEM leaked. The following information was provided by the initial reporter: material no: 9100-298 batch no:19088551 and 19088693. It was reported the product was leaking at a connection site. The reason for the complaint was a leakage found in the product. Sample of defective product was received by (B)(6) in (B)(6) 26th. Material was connected with a blue protective cap. Once the cap was removed, the blood leaked out on a patient. The leak was identified from a gap between the blue piston and the transparent part. Received sample was secured by quality control department in fresnius kabi blonie. Internal investigation: when performing a tightness test with air under water (300kpa/ 15s = 43,5psi/ 15s), leakage was found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19088551, medical device expiration date: na, device manufacture date: 2019-08-07; medical device lot #: 19088693, medical device expiration date: na, device manufacture date: 2019-08-10. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nac plus cylindrical vlv OEM leaked. The following information was provided by the initial reporter: material no: 9100-298, batch no:19088551 and 19088693. It was reported the product was leaking at a connection site. The reason for the complaint was a leakage found in the product. Sample of defective product was received by fresenius (B)(4) in june 26th. Material was connected with a blue protective cap. Once the cap was removed, the blood leaked out on a patient. The leak was identified from a gap between the blue piston and the transparent part. Received sample was secured by quality control department in fresnius (B)(4). Internal investigation: when performing a tightness test with air under water (300kpa/ 15s = 43,5psi/ 15s), leakage was found.